Event description:
Procedure: reduction mammaplasty. According to the rptr: the pt had surgery on (B)(6) 2010 and experienced wound dehiscence post-operatively on (B)(6) 2010.

Manufacturer narrative:
(B)(4).